Manufacturer narrative:
Correction: the complaint was further assessed by those persons qualified to make medical judgement and it was determined that the issue is not reportable and is unrelated to a1006 - thermal decomposition of device (1071).

Event description:
It was reported that the device had screen delaminated near top left corner, cord insulation damage. There was no patient involvement.

Event description:
It was reported that the device had screen delaminated near top left corner, cord insulation damage. There was no patient involvement.

Manufacturer narrative:
The complaint was further assessed by those persons qualified to make medical judgement and it was determined that the issue is not reportable and is unrelated to a1006 - thermal decomposition of device (1071).

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of screen delaminated near top left corner was confirmed. The delamination is visible on the inside and outside of the front case. On 04-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation revealed screen delamination from inside. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace front case. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had screen delaminated near top left corner, cord insulation damage. There was no patient involvement.

Event description:
It was reported that the device had screen delaminated near top left corner, cord insulation damage. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.